Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the first anchor deployed. The second needle did not have the anchor on the needle. All was retrieved including the wings from the first anchor. The procedure was abandoned and a meniscectomy (surgical intervention) was performed.